Event description:
According to the info rec'd, approx 30 days post-operatively, reoperation was performed to replace two "fully occluded" grafts. Both connectors were removed and the grafts were redone with hand-sewn sutures. It was reported one of the aortic connectors separated from the aorta when the chest was opened and the second connector was "easily" removed. A third aortic connector was utilized to perform an additional bypass at the time of reoperation and was reported to be "fine". Only one of the connectors that was removed is being returned to sjm for analysis.